Manufacturer narrative:
The batch record review, inspection protocols and the packaging of the reported asd occluder revealed no deviations. There is no other complaint from this batch reported within the same complaint reason which is confirmed. According to the statement of the customer "the device was tested prior patient contact without any deviation and the failure in shape occurred during the placement of the occluder". Despite the event being completed with a 29asd19 device which is smaller than a 29asd21, it can be assumed that the patient anatomy contributed to the observed shape development issue. Based on the available information the final root cause for the failure in shape development remains unknown. Shape development variations in braided occluders are generally considered unavoidable. Factors such as wire tension variability, material properties, device flexibility, and the dynamic interactions between the braided wires complicate the manufacturing of occluders with identical wire interactions. These inherent complexities make it difficult to reproduce the reported issue.

Event description:
We were informant about a shape failure event of an asd occluder. During an asd procedure, the physician measured 19mm by sizing balloon and 20mm by echo. Tried to implant a 21mm device 29asd21. During deployment, the right disc assumed a mushroom-shaped configuration and did not fully open as expected. The physician attempted multiple maneuvers, including pulling and pushing the device. The device was then retrieved and reloaded; however, the abnormal shape of the right disc persisted. Due to the persistent deformation, the decision was made to replace the device. A new device 29asd19 was selected and subsequently implanted successfully, with appropriate shape and positioning.